Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the ipg would not connect to the clinician programmer and was suspected to be in service app mode. Troubleshooting was attempted with no success. In turn, another ipg was used during the implant.

Manufacturer narrative:
The report of communication issue between the cp and ipg was confirmed. The inability to communicate between the cp and the ipg was due to the device entering the service application state. The service application condition was a result of the implant procedure; the device had an msp reset and a por reset on the day of the implant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to a neuro stimulation system. Actions have been taken to prevent re-occurrence.